Event description:
It was reported that the device was used during a sleeve gastrectomy and on the 1st firing with a green reload, the device did not fire at all. The battery was working, but the device would not fire. Pulled a 2nd device, 1st firing with a green reload, it moved for awhile but then it locked out and could not be removed. The reverse switch was used to remove the device from the stomach. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4) information was not provided by the affiliate. The analysis found that device (a) was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Please note if the instrument is partially fired, slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The analysis found that device (b) was returned in good visual condition and with one reload loaded in the device. The reload was received fully fired. In addition, the device had the bailout door missing; however, the device had not been bailed out. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. Please note if the instrument is partially fired, slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.